Event description:
It was reported that a patient presented during the generator change out. Interrogation revealed increased rv lead capture. Episodes of noise and lead fracture were also noted. The lead was capped and replaced. The patient was stable before, during and post procedure.